Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced an overinfusion more than 30% above the expected rate during patient use at the hospital. The device was filled with fluorouracil and saline. The reporter stated that the expected flow rate was 100ml for 46 hours; however, the actual infusion took only 36 hours to complete. The height of the restrictor and the priming information were unknown. There was no patient injury or medical intervention reported. Additional information was requested and was not available.

Manufacturer narrative:
(B)(4). The lot 13j070 was manufactured september 23, 2013 - september 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one used sample was available at the plant for evaluation. No defect was observed during visual inspection and functional flow rate test. The sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.